Event description:
Overdelivery of heparin flush solution through the monitoring transducer line reported. The transpac IV flush system was set up in the operating room prior to a surgical procedure. The certified nurse anesthesist reports she observed "a rapid flow in the drip chamber of approximately 4ml within 5 minutes." The flush system should infuse at approximately 3ml/h. She noted this almost immediately after set up and swithched out the transpac IV monitoring line. The pt received only a minimal amount of fluid and no adverse effects were reported. No additional information was available.